Event description:
It was reported that needle break occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken off."

Manufacturer narrative:
Investigation: customer returned (1) loose bd pen needle without a tear drop label attached (used). Consumer reported rear cannula end is broken off. The returned sample was examined and exhibited a broken non-patient end cannula, thus confirming the alleged defect. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error during pen needle attachment to the pen injector. Unable to perform DHR review due to unknown lot number for broken cannula npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken off."